Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a clavicular crush. The generator was changed so that the patient could have a device that wouldn't need to be changed for years to come. No additional adverse patient effects were reported.